Manufacturer narrative:
The product was discarded by the hospital and a root cause could no be determined for this device. Therefore a CAPA was not initiated for this event. A device history review was performed and there were no nonconformities with the manufacturing of this device. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Event description:
It was reported that during the procedure of a mitral valve repair on a (B)(6) female,(B)(6) due to small size of femoral vasculature, a dual cut-down approach was used. The balloon was placed in the ascending aorta and approximately 30 cm of the intraclude was remaining outside of the patient. When the clamp lock was actuated but it did not lock against the device. It was determined that the clamp lock was not on the strain relief but instead on the shaft . Cardio pulmonary bypass was initiated and the balloon migrated towards the aortic valve. The procedure was started and about ¾ of the way through when occlusion was lost (blood in field, dramatic drop in balloon pressure from mid 300 mmhg to approximately 50 mmhg, blood aspirated in syringe when deflated). The device was removed and another intraclude was used (total time to remove device, prep and place another device, and arrest the heart was 7 minutes). The new device had the same issue (clamp lock not on strain relief) so it was held in place by an assistant. No further complications were seen and the rest of the procedure was performed as normal. No harm to patient. The device was examined by (B)(6) and (B)(6) after the procedure and it was confirmed that the balloon was ruptured by the needle. This was confirmed by (B)(6) (operating surgeon), but he also commented that the balloon should not have been in this position and where he was sewing is not a typical place to rupture the balloon with the needle. The strain relief length was acceptable per the design (should be approximately 29 cm long from distal end of hub).

Manufacturer narrative:
Device discarded at hospital, no product for evaluation. Switch out device during use.